Event description:
A report was received that the patient underwent a revision due to inadequate stimulation and increased charging times. During the revision, the ipg was checked in which 11 out of 16 contacts were out and the physician also noticed that the lead was frayed. The physician replaced the ipg and lead with new ones and the patient was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110, serial / lot #: (B)(4), description: precision implantable pulse generator (ipg). The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.